Event description:
This companion 2 driver was not supporting a pt. The customer reported that the companion 2 driver had been plugged into external wall power for several days. The customer also reported that after the driver passed a system check, it exhibited an "emergency battery error" alarm. This alleged failure mode poses a low risk a pt because the issue was observed when the companion 2 driver was not supporting a pt. In addition, this alleged failure mode would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver was redundant, alternate power sources of external wall power and external batteries.

Manufacturer narrative:
An investigation will be conducted by syncardia and the results will be provided in a supplemental MDR.